Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument control button broke off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter stated that the initial report confirmed no fragment fell into the patient. The broken control button would not be returned to isi along with the instrument for analysis. The reporter did not know if there were any instrument collisions that resulted in the button breaking off. The reporter did not disclose patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to be broken and completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.